Event description:
Boston scientific received information that during this device replacement procedure for normal battery depletion, the physician experienced difficulty removing the leads from the header. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection noted the atrial retainer ring was bent upward and slightly lifted. This would suggest that excessive force was used to retract the setscrew. All seal plugs were intact and all setscrews moved freely. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications. A lead was inserted into each lead barrel and each setscrew tightened on the lead pin without difficulties. Laboratory analysis was unable to confirm the reported field observations of the lead stuck in header issue. The damage to the atrial retainer was found to be procedurally induced.